Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's father stated that the customer had elevated blood glucose levels and had attempted to giving extra boluses without effect. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime. Nothing further was reported.